Event description:
It was reported that; the customer reported that a triple structural scoliosis correction done. The customer further reported that the patient had 2 rods inserted on the concave side and connected together. After the patient had weight beared after surgery he had a chest x ray which showed the rod had moved from the connector. Revision surgery was done and the connector screws were completely loose. The surgeons had confirmed these were hand tightened on the day of surgery. Two short rods were removed and replaced with 1 long rod.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: no relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: no information could not be obtained despite multiple follow up attempts, so at this time the root cause could not be determined conclusively. It is likely that the surgeon under-tightened the set screws, allowing them to back out once the procedure was completed. No issues were identified with the returned device as it was found to be fully functional.

Event description:
It was reported that the customer reported that a triple structural scoliosis correction done. The customer further reported that the patient had 2 rods inserted on the concave side and connected together. After the patient had weight beared after surgery he had a chest x ray which showed the rod had moved from the connector. Revision surgery was done and the connector screws were completely loose. The surgeons had confirmed these were hand tightened on the day of surgery. Two short rods were removed and replaced with 1 long rod.